Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "we have received complaints of cuff leaks on these tubes." Additional information has been requested. Associated to 3003898360-2024-00317.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "we have received complaints of cuff leaks on these tubes." Additional information has been requested. Associated to 3003898360-2024-00317.